Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 01/08/2020. Device evaluation summary: according to the information received, it was reported during surgery the doctor implant was rupture. During evaluation of the sample a crease was found on the anterior view. Within the crease, a tear measuring approximately 2 cm was noted. No other anomalies were discovered. The unusual crease/wrinkling that is shown can be caused when the device is not sitting flat in the thermoform over long periods of time but this could not be conclusively determined at the moment. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 535cc mentor memorygel breast implant, catalog # 3505535bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 535cc mentor memorygel breast implant experienced a rupture that was noted intraoperatively. The physician could not confirm the cause of the rupture. No additional implant was available, so the physician completed the procedure with the intention of explanting the device later. The replacement surgery was performed on (B)(6) 2019.